Manufacturer narrative:
Accutni samples are collected in plastic bd lithium heparin plasma tubes. Accutni qc was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. The customer sent patient sample to customer product line support (cpls) for additional testing. Cpls treated the sample with interference eliminating proteins. None of the proteins succeeded in significantly altering the dose compared to the neat value. Dilution testing was also performed on the sample which diluted very linearly. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and questioned by the physician. The patient was redrawn due to the initial elevated result being questioned by the physician.